Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) confirmed that pharmacy staff were able to clear the medication jam in the secure bin and no further investigation required for this device. Using remote access software, the fse confirmed users were able to access storage space now. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator bin 3.1 was not locking and failed to stay closed. The user tried to recover the station, cleared all the obstructions and closed the door, but the issue still persisted. When the user opened the bin, they received error message indicating requires maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.